Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 25 mg/ml morphine at a dose of 1.586 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had an MRI on (B)(6) 2017 and a motor stall was seen at initial interrogation following the MRI. It had not been 2 hours since the patient exited the MRI, but per the rep it was hitting the two hour mark right now and the motor stall had not recovered. The rep was to periodically interrogate the pump for stall recovery. No symptoms were reported. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.